Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the electrode was returned in four segments severed that add up to approximately 548 mm. The helix was retracted and there was dried blood within the helix housing. Severed damage was observed 88 mm from the terminal end with broken conductor. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the distal conductor cable had a break approximately 345 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a revision procedure was performed, and this ra lead was explanted. No additional adverse patient effects were reported. This ra lead was already returned to boston scientific.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a revision procedure was performed, and this ra lead was explanted. No additional adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing in unipolar and bipolar configuration. As a result, there was pacing inhibition and the patient felt lightheaded. Reprogramming options and sensitivity adjustments were performed, and no more episodes were recorded. However, a revision procedure was performed, and this ra lead was explanted. No additional adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific since it was retained by the explanting hospital.